Event description:
It was reported that a patient presented to clinic with discomfort caused by their insertable cardiac monitor's (icm) position. On (B)(6) 2021, the physician elected to reposition the icm at a different location. The patient condition was stable before, during, and after procedure.